Event description:
S/p caba 6x4. A jp drain was removed from a left leg wound where it was discovered that it did not dislodge in its entirety. The retained part required surgical removal. Findings of that removal indicated that the drain was not sewn in and that the breakage point was at the junction of tubing and drain connection. No complications of removal found.